Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 years and 4 months after two dental implants were installed in patient¿s mouth, their loss of osseointegration was observed. Forty five ncm of primary stability was achieved and the implants were immediately loaded. The patient presented bone type iii.